Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 21.0-21.5cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of high hv lead impedance. (B)(4).

Event description:
It was reported that patient felt two shocks and was hospitalized and it is unclear if shocks were inappropriate or appropriate. Upon device interrogation high, high voltage, lead impedance alert was observed. During the lead explant procedure lead insulation damage was noted. Lead was explanted and a new lead was implanted. All lead measurements post implant was stable. Patient was stable.